Event description:
It was reported that an intraocular lens (iol) was explanted from the right eye as patient was unhappy with post-surgery vision due to experiencing blurry vision. Additional information received indicated that there was no incision enlargement, no sutures or vitrectomy performed. Toric lens model zmt150 with serial number (B)(4) was implanted as the replacement iol. Patient was reportedly doing fine when discharged. Best corrected visual acuity (bcva) pre-op (pre-initial implant): 20/40-1. Visual acuity post-op (post-initial implant):20/50-2. Visual acuity post-op (post-replacement):20/30-2. No further information available.

Manufacturer narrative:
Phone number: (B)(6). The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.